Manufacturer narrative:
A follow-up report will be issued after the investigation is complete.

Event description:
As reported, used a catheter once and then removed from the patient's body. When there was a second round to insert the catheter into the patient it fell apart at the entrance to the sheath. Additional information received stated catheter did not fall apart within the patient's body but it fell apart into the sheath. The doctor removed from the sheath used a new catheter and the secondary device was successful.

Manufacturer narrative:
One-unit of trapliner was returned for evaluation. Blood particulates were noted on the catheter. Weld joint separation was observed. Lumen bulge/torque damages was observed on the rx lumen. Abrasion noted on the halfpipe. The weld joint break was noted at 133.5 cm from the distal end of the hub. The top-level assembly traveler was reviewed. There are no dda's, nce's or any other nonconformances related to this lot therefore supporting the device met material, assembly, and performance specifications. Case details were reviewed. A patient underwent a procedure for cto. A trapliner was used in the case. The trapliner fell apart within the sheath. The damages are likely to have occurred during use in the procedure along with other devices and/or against resistance. Per IFU states the following warning and precaution: - never advance, withdraw, or rotate an intravascular device against resistance until the cause of the resistance is determined by fluoroscopy. Movement of the catheter against resistance may result in separation of the catheter or guidewire tip, other device damage, or vessel injury. - exercise care in handling the catheter during a procedure to reduce the possibility of accidental breakage or kinking. Do not apply torque to the catheter during delivery, as catheter damage may result. Additional information was requested from the account. A response was received. The trapliner fell apart during the second attempt into the sheath. A new trapliner was used to complete the case. Based on the information, the most likely root cause of the issue is operational context and/or unintended use error.